Event description:
It was reported that there was a crack on the device. There was a 30 minute delay. No adverse consequences were reported and no medical intervention was required.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
Device was received at the manufacturer for evaluation and the condition was confirmed. The root cause of the condition was found to be multi-factorial.

Event description:
It was reported that there was a crack on the device. There was a 30 minute delay. No adverse consequences were reported and no medical intervention was required.

Manufacturer narrative:
Based on the investigation findings, the claimed condition was confirmed. The user alleged that a crack on the balloon was observed during surgery. A piece of the balloon remained in the vertebral body. This reported condition matched with the returned unit #1.

Event description:
It was reported that there was a crack on the device. There was a 30 minute delay. No adverse consequences were reported and no medical intervention was required.

Manufacturer narrative:
The device was received for evaluation at the manufacturer and the complaint was confirmed. The root cause could not be determined as it is multifactorial.

Event description:
It was reported that there was a crack on the device. There was a 30 minute delay. No adverse consequences were reported and no medical intervention was required.